Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the pcs were not displaying on the preview screen of the touch panel. To resolve the issue, the technician rebooted the touch panel monitor on the hexavue custom room, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the pcs were not displaying on the screen of the touch panel to their hexavue custom room rack. No report of procedure involvement. No report of injury.